Manufacturer narrative:
Upon receipt of medical records, it was identified that the zimmer biomet devices used did not cause or contribute to the reported adverse reaction. Zimmer biomet does not consider this event to be a complaint at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices ¿ vanguard xp right medial bearing 9mm x 79/83mm catalog #: 195856 lot #: 83960, vanguard xp right lateral bearing 9mm x 79/83mm catalog #: 195786 lot #: 776680, vanguard xp femoral component right with pegs 72.5mm catalog #: 195913 lot #: 378570, vanguard xp interlok primary tibial tray 79mm catalog #: 195758 lot #: ni report source ¿ foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001825034-2019-04322, 0001825034-2019-04323, 0001825034-2019-04325, 0001825034-2019-04326. : investigation incomplete.

Event description:
It is reported that the patient had developed leg swelling, deep vein thrombosis and minor erythema eight (8) days following knee arthroplasty. The patient was treated with elevation and twenty-four (24) hours of antibiotics. No additional patient consequences were reported.